Manufacturer narrative:
Method/results: no product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported "issues" with hyperglycemia. Patient was transferred to the technical support department, but the transfer did not go through. Follow-up was completed with patient on (B)(6) 2011. Patient reported blood glucose elevated as high as 397 mg/dl due to insulin leakage from the infusion set. This occurred one month prior to the report. Patient used the infusion set for a few hours before the leak started. Insertion device was used to insert the headset. Patient reported the infusion cannula came out of her skin, she smelled insulin, and this is what caused the leak. Patient was able to decrease blood glucose by changing the infusion set. Alleged infusion set was discarded and will not be returned for evaluation. Product was replaced. The patient did not require assistance from a health care professional or second party to address the issue.